Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed under intracardiac echocardiography (ice) imaging guidance and a 24mm watchman flx pro closure device was implanted. The patient was placed on an oral anticoagulant (oac) medication regimen. At the 45-day routine follow up, computed tomography (CT) imaging revealed a device related thrombus (drt). The patient had reported being compliant with the prescribed oac regimen, so the physicians recommended the patient continue on oac. No further interventions were reported. The patient was discharged.